Event description:
It was reported that it was unknown if the patient was getting any therapy as the patient only had a "mild" response to stimulation when it was implanted. The patient's family did not think it was working and the patient was unsure if stimulation was working. The patient estimated that stimulation had not been working for "about two years". The device did not respond to on or off commands with the patient programmer. A dead battery was suspected and the patient was interested in having the device checked. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7436, serial#: unknown, product type: programmer, patient. (B)(4).